Event description:
S [situation]- IV tubing broke at terminal end into PICC [peripherally inserted central catheter] device. B [background]- [redacted] with PICC placed on [redacted] r/t [related to] long term vancomycin through right upper extremity. A [assessment]- IV tubing distal piece stuck in PICC line and broke off inside. R [recommendation]- PICC line was removed r/t termination of IV abx [antibiotics] with broken piece still inside.